Manufacturer narrative:
The returned device was evaluated and performed as designed. The pod was found to have terminated in a hazard alarm, a safety feature not considered a malfunction; its root cause could not be determined.

Manufacturer narrative:
Patient stated u-500 insulin was used with the omnipod system which is considered off-label use. The marketed and released device is only intended to be used with u-100 insulin. This user warning is in the applicable labeling as referenced below: omnipod insulin management system ¿ user guide: model: ust400, 14421-aw rev h 01/16. Introduction / page x: warning: the omnipod system is designed to use rapid-acting u-100 insulin. The following u- 100 rapid-acting insulin analogs have been tested and found to be safe for use in the pod: novolog®/novorapid®, humalog®, or apidra®. Novolog® is compatible with the omnipod system for use up to 72 hours (3 days). Before using a different insulin with the omnipod system, check the insulin drug label to make sure it can be used with a pump. Refer to the insulin labeling and follow your healthcare provider¿s directions for how often to replace the pod. The product was not returned for evaluation. The user reported the cannula may not have been inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: ust400, 14421-aw rev h 01/16, using the pod 5 / page 44 - 45. Warning: check often to make sure the pod and soft cannula are securely attached and in place. A loose or dislodged cannula may interrupt insulin delivery. Verify that there is no wetness or scent of insulin, which may indicate the cannula has dislodged. Warning: because insulin pods use only rapid-acting insulin, users are at increased risk for developing hyperglycemia (high blood glucose) if insulin delivery is interrupted. Checking your blood glucose 7 / page 96. Warning: test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). Warning: if you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
The customer reported that her blood glucose reached above 400 mg/dl while wearing the pod between 4 and 24 hours. She stated that she thought the cannula might not have gone in, as she did not feel the push or hear the click.